Manufacturer narrative:
No mfg error or material defect could be found during the analysis. Regarding the complaint of inadequate shock delivery and oversensing, no deviations from specs were detected. The iegm printout points into the direction of intermittently high ohm values between the ICD's connector system and the lead. In order to confirm the above statement, an analysis of the ICD contact sys is required.

Event description:
Ous MDR. Exit block of the ventricular probe after 5 days of implantation time. The exit block is visible on the iegm printout. Biotronik assumes that the ICD was left inside the pt's body.